Manufacturer narrative:
E1: INITIAL REPORTER ADDRESS: (B)(6). SHOULD ADDITIONAL RELEVANT INFORMATION BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT A LARGE VOLUME INFUSOR UNDERINFUSED DURING PATIENT INFUSION VIA A PERIPHERALLY INSERTED CENTRAL CATHETER (PICC). THE DEVICE WAS FILLED WITH 5 FLUOROURACIL (5 FU). THE MEDICATION WAS EXPECTED TO INFUSE OVER 46 HOURS; HOWEVER, THE INFUSION WAS APPROXIMATELY 85% COMPLETE AFTER APPROXIMATELY 71 HOURS OF INFUSION TIME. THE RATE WAS REPORTED TO BE SLOWER THAN NORMAL. THERE WAS NO REPORT OF PATIENT INJURY OR MEDICAL INTERVENTION ASSOCIATED WITH THIS EVENT. NO ADDITIONAL INFORMATION IS AVAILABLE.

Manufacturer narrative:
Additional information was added to H4, H6 and H11.H4: The lot was manufactured February 4-5, 2026.H11: The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed fluid inside the device¿s bladder. The amount of fluid inside the bladder could not be determined from the picture. The reported condition was verified based on review of the photo. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.